Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported pericardial effusion (pe) cannot be determined. The reported patient effect of pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw was inserted and successfully deployed on the mitral valve. During the procedure, a pericardial effusion (pe) occurred. The pe was monitored closely, and the patient remained stable throughout the procedure. It was noted the physician was unable to determine where and what caused the pe. Afterwards, pericardiocentesis was performed and mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.